Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia and customer was laid down on the floor and got a mind set and went to coma. The customer¿s blood glucose level was 32 mg/dl at the time of incident, customer turned the insulin pump off and drank some coke and an hour later blood glucose level was up to 70 mg/dl and other blood glucose level was 350 mg/dl when insulin pump shut off and after getting several batteries put in blood glucose level was in the 100 mg/dl, maybe 120 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The devices will not be returned for analysis.